Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01/25/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/05/2017 with the following findings: during investigation, the pump was returned with no physical damage in or around the battery compartment. The battery cap was able to fit for testing. The intermittent power was not duplicated during investigation. The pump was exercised for 24 hours with no loss of power occurring. The pump was opened and there were no defects found. The battery cap contacts were within specification.(B)(4).